Manufacturer narrative:
Product complaint # (B)(4). Evaluation of the received sample disclosed that the tyvek label showed an expiration date of (B)(6) 2012, which is incorrect. Per device history records review, the correct expiration date for subject product code (B)(4) and batch (lkh207) combination is (B)(4) 2019. This is considered as incorrect and/or missing labeling condition.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the facility that the packaging for the device has an expiration date of 2012 but the box has an expiration date of 2019. There was no patient involvement.